Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00070. This report is being submitted as additional information. Approximate age of device- 1 year and 2 months. Manufactures investigation conclusion: the evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. It also confirmed a transient elevation in pump power; however, a specific cause could not conclusively be determined though this evaluation. Review of the submitted log file showed pump power, estimated flow, and average pi typically ranging from 5 to 7.9 watts, 4 to 7.9 lpm, and 1.8 to 7.4, respectively. On (B)(6) 2017, a transient elevation in power was observed, reaching up to 11.8 watts. This event appeared to be associated with a pi event. The log file appeared to show the pump operating as intended until (B)(6) 2017 at time stamp 5:45. The line of data following timestamp (B)(6) 2017 at 5:45 showed a complete loss of power to the system controller, indicated by a time clock reset to 1/1/01 1:00. The total loss of power event was preceded by low battery advisory/hazards and no external power alarms. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery (ebb). The log file ended with the driveline being disconnected. No other atypical alarms were captured. The account communicated that the patient expired at home on (B)(6) 2017. Per the vad coordinator, they received the lvad equipment and interrogated the controller in an effort to develop a timeline of events. The patient was discovered on (B)(6) 2017 with their driveline connected to their system controller, however both batteries were disconnected. It is unknown if the emergency medical service (ems) personnel disconnected the batteries and if the patient was found with the alarms alarming. It was reported that the patient was on battery power and the batteries ran low then dry which in tale the system controller beginning running on the internal batteries which eventually ran dry causing the pump to stop. The pump was not explanted and the pump will not be returned for evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents also outline all system controller alarms as well as how to respond to such events. They also describe how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explain that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient handbook provides information about sleeping and explains that you must always connect to the power module when sleeping (or when sleep is likely). If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was found expired at home on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and reported that mcs equipment operated as expected throughout the log file; however the patient remained on battery power throughout the entire log. The log file confirmed a low battery hazard alarm on (B)(6) 2018 at 5:35 am, (B)(6) 2017 at 5:45am the mcs equipment began operating off of the system controller back up battery. The mcs equipment continued to operate on the system controller backup battery until (B)(6) 2017 at 7:04am, at which time the driveline was disconnected and the pump stopped. The patient was then discovered on (B)(6) 2017 with the driveline connected to the system controller, however both batteries were disconnected. It is unknown if the emergency medical service (ems) personnel disconnected the batteries, or if the patient was found with the alarms active. No additional information provided.